Manufacturer narrative:
Insulin pump was received with no battery in the battery tube. Constant alarms noted during rewind. Unable to perform functional tests due to insulin pump alarming during rewind. Unable to confirm the root cause, due to insulin pump preservation. During visual inspection it was noted that the insulin pump had a cracked reservoir tube lip and minor scratches on display window. Insulin pump download shows that an error alarm occurred on (B)(6). The customer cleared the alarm. Attempted to rewind the insulin pump and another alarm occurred. The customer cleared the alarm. Rewind was attempted and another alarm occured. Prior to the 11/21 history shows daily total average of 37.2u to 5u bolus daily totals 9.9u to 33.2u basal daily totals of 26u to 27.3u a day.

Manufacturer narrative:
This report is provided in response to your request for additional information dated (B)(6)2015. Additional testing has been completed after our device evaluation medwatch was submitted. The updated test results and a correction to our original device evaluation can be found in this section. The codes have been updated in section to reflect the new information. The insulin pump had constant alarms during the rewind due to an out of phase motor encoder signal. The daily total bolus average was from 37.2 units of insulin to 50 units of insulin.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was diabetes complications. The caller stated that the customer's blood glucose was over 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller stated that they thought the customer went into a coma and died due to high blood glucose. The blood glucose value was obtained from a personal log book of the caller. The customer had a heart attack ten years ago. Not at the time of death, but previously the customer had an infection in the elbow. A joint was taken out and a spacer was put in. The customer was battling the infection for three months. The customer was in the hospital for this treatment and the issue was taken cared of. The caller agreed to return the device for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.